Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted."

Event description:
A surgery center reported experiencing a least one corneal burn during a cataract procedure. Although an attempt was made for further follow up, the surgery center and surgeon indicated that no further information will be provided and to not contact them. The account did not request a service visit. It is unknown if surgical or medical intervention was required.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.